Event description:
It was reported that the patient experienced pain at the implantable cardioverter defibrillator (ICD) site and a pocket revision was performed. The patient complained that the device was too high up in the chest and it felt as though it is hitting the collarbone. The device was moved sub-pectorally. The device is still in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.